Manufacturer narrative:
The investigation confirmed that the angled acet inserter's handle had fractured as reported. The complaint states that the handle´s black plastic is broken/damaged. Previous investigations have found that design change was implemented for this product (eco-321614) to prevent the anti-rotation pin from loading the plastic handle to minimise further failures of the handle cracking. Dra-001725 was created to investigate the use of radel in instruments and concluded that the data showed no systematic failures of extruded radel for use in instruments. Following the dra a hhe was completed (dva-108291-hhe) and concluded that the risk is medium and that no further action is necessary. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis.

Event description:
The handle´s black plastic is broken/damaged.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.